Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unclear if the reported event is due to dapt negligence by the patient, resistance to medication, or a silk road medical device failure and will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced dysphasia and right leg weakness. Imaging revealed middle cerebral artery (mca) occlusion, and it was noted that the carotid stent was not placed distal to cover the lesion. The physician performed suction thrombectomy, extended the carotid stent and placed an additional stent to cover the lesion. Additionally, it was reported that the patient was not compliant with aspirin and was loaded with aspirin prior to tcar procedure. The patient has returned to baseline with no deficits. Based on this information, it is unclear if the event is due to dapt negligence by the patient, resistance to medication, or a silk road medical device failure and will be reported out of an abundance of caution.